Event description:
Same case as MFR# 2134265-2011-02406. It was reported that post a stenting treatment procedure stent thrombosis occurred. The patient initially presented with an acute myocardial infarction and thrombus was present. A 3.0x32mm veriflex stent was implanted in the mid right coronary artery (rca) and a 3.0x20mm veriflex was implanted in the proximal rca, overlapping the first placed stent. The stents were not postdilated. The stents were well apposed in the lesion and the procedure was successfully completed. The patient received integrilin. Eight days later the patient presented to the emergency room and angiography detected thrombosis in the previously placed stents. An edge dissection was also noted after the most distal, 3.0x32mm stent. The thrombosis was treated with an unspecified balloon and two 3.0mm ion stents were placed in the lesion, treating the stent thrombosis and the dissection. The procedure was successfully completed with no additional patient complications reported and the patient's current condition is fine. It was noted that the patient was on plavix and it is suspected that the patient discontinued use.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).